Event description:
Rn receives pt from or with iabp [intra-aortic balloon pump]. Rn expected a pressure line attached to the iabp catheter. The surgical tech was unaware. The rn and surgical tech called the teleflex support line who confirmed that the pump was incorrectly set up. The teleflex rep also instructed the team to attempt to withdraw blood from the port. When blood could not be withdrawn, it was assumed that the line was clotted. In response to what seemed to be user error on our behalf, the or asked a representative from teleflex to come train their staff on proper set up. The rep who came onsite to educate informed staff that the iabp was not necessarily set up incorrectly, but just different from what the ICU rns were used to. This rep told the team that the remote teleflex rep also should not have instructed the team to withdraw from that port, stating that the lumen is so small, blood return is not likely anyway and it is possible that the port was not clotted after all. Manufacturer response for iabp catheter, teleflex iabp catheter (per site reporter). The rn and surgical tech called the teleflex support line who confirmed that the pump was incorrectly set up. The teleflex rep also instructed the team to attempt to withdraw blood from the port. When blood could not be withdrawn, it was assumed that the line was clotted. In response to what seemed to be user error on our behalf, the or asked a representative from teleflex to come train their staff on proper set up. The rep who came onsite to educate informed staff that the iabp was not necessarily set up incorrectly, but just different from what the ICU rns were used to. This rep told the team that the remote teleflex rep also should not have instructed the team to withdraw from that port, stating that the lumen is so small, blood return is not likely anyway and it is possible that the port was not clotted after all. The rep who came in person was informed about the inaccurate information provided by the remote rep.